Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1ewq6, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported they had not trouble inserting the lead, but they had high impedance, greater than 4000 ohms. The caller noted they tested at 3.5 v at 360 pulse width and were seeing impedances greater than 4000 ohms. The rep stated they were using the implantable neurostimulator (ins) for motor response testing and they saw motor responses when testing the lead, they rep was also seeing bellows and toes. The rep used previous effective pair or pairs that were currently high the rate was 14, the pulses width was 210us, cycling was set at 3s on/3s off with no soft start. The rep then increased amplitude with the clinician programmer and saw bellows and toe flick present at normal amplitude values. The rep stated that bellows and toes were seen and they were using program 1 (0+3- ). The rep reported when they were doing an impedances check on the battery at the end of the procedure it show impedance of greater than 4000 ohms on electrode 0. The healthcare professional (hcp) carefully removed the battery and dried off the lead and reimplanted, then an impedance check with increased amplitude and pulse width, electrode 0 still showed greater than 4000 ohms. The hcp dried the lead again and the rep increased the amplitude and pulse for a third time and had greater than 4000 ohms on electrode 0. The rep stated they then called technical services and the rep checked each program to see if there was a motor response when checking programs. The hcp observed bellow and the rep observed toe when checking each program. The hcp decided to proceed with closing. The rep noted post operation they did another impedance check and electrode 0 was still greater than 4000 ohms. The rep programmed the patient¿s battery to not use electrode 0. The patient was set at 1-2-3+ .98 amps comfortably. The rep noted the issue was resolved at the time of the report. The rep noted there was no surgical intervention and there was no surgical intervention planned. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.